Event description:
A peritoneal dialysis (pd) patient report in passing conversation that the micropore surgical tape she was sent makes her break out and makes her so itchy deep in her belly. She said any micropore tape or transpore tape did not work for her. Surgical tape was given to patient on new patient delivery (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).